Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine (10 mg/ml at 1 mg/day) via an implanted pump. The indication for pump use was not provided. On (B)(6) 2019 it was reported that a programming error occurred. Per the hcp, the pump was programmed at 10,005.00 mg/ml when it was intended to be programmed at 10 mg/ml and the dose was inadvertently entered at 1,000 mg/day and it was intended to be programmed at 1 mg/day. No patient symptoms were mentioned. No further complications have been reported as a result of this event.